Manufacturer narrative:
Product event summary: the (B)(4) achieve mapping catheter with lot 231283242 was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked and ribbed near the electrode 7. Visual inspection of the pebax segment area showed the pebax tubing was ribbed at approximately 3 inches from the loop distal tip. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the achieve mapping catheter. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported "tip/loop kink" was observed with the returned mapping catheter. The mapping catheter failed the returned product inspection due to ribbed material on the pebax tubing and the removed introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afapro28 (lot: 26369); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the guidewire lumen port of the afapro28 was blocked, which prevented the achieve mapping catheter from entering and resulted in kinking of the achieve catheter. The achieve catheter was changed due to the repeated problem, but the same issue occurred, necessitating a change of the balloon as well. The case was completed with cryo. No patient complications have been reported as a result of this event.